Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable, and light cable sterilization residue becoming overheated. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The operation manual was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the lens ccu system test process summary found that the "light engine output is active and light output is present" is to be verified for each unit. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed and found yellowish residue on the light engine glass rod assembly. No significant fiber build up on the light engine cooling fins was observed. A functional evaluation revealed that the device powered up and the light cable was not detected on first insertion, the lamp would not light. The light cable was removed and reinserted, the light cable was detected and the lamp lit. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The operation manual was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the lens ccu system test process summary found that the "light engine output is active and light output is present" is to be verified for each unit. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include issues with cable sensors, or timing of the control circuits. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during acl surgery, the lens integrated system led module had a malfunction, no light output. Delay greater than 30 minutes and a local light source was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.